Event description:
It was reported that during a bph surgical procedure, "at seconds into the process it shows that the fiber tip was burn and the tip was damaged¿ at 4,274 joules and 37 seconds of usage. The case was completed with the second fiber. Patient outcome: ¿ok¿. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2090; lot #437h; serial #(B)(4): the fiber/glass cap is fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the distal end of the shrink tubing is melted. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.